Manufacturer narrative:
No device was returned and no radiographs were provided confirming the alleged incident. The patients activity levels are unknown and it is also unknown whether fusion occurred. The root cause of the screw fracture is unknown though implant selection, post operative physical activity and construct loading are suspected as contributing factors. No additional investigation can be completed. Label review: "... Potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries, potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), pain, discomfort or abnormal sensations due to the presence of the device..." Warnings, cautions and precautions - correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "... These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "... Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "... Post-operative warnings - during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." #9402711.

Event description:
On september 10 2015 a patient underwent a posterior interbody fusion procedure from l5 to s1 and the surgery was completed without issue. From 2015 to 2019 the patient was reported to continue to have occasional left lower back soreness which she underwent outpatient therapy for her hip and for. On (B)(6) 2019 a lumbar CT discovered the left s1 pedicle screw had fractured anterior to its osseous entrance. On (B)(6) 2019 the patient underwent a revision of her l5-s1 fusion. The revision was successful and there were no adverse events associated with it.